Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump seemed to be working fine, however they were not getting insulin through the tube. The customer experienced high blood glucose level of 489 mg/dl before food. After that the customer ate dinner and bolused for meal. The customer's blood glucose was 338 mg/dl when they went to bed. In the morning it was around 318 mg/dl. The product was not returned for analysis.